Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was repositioned due to unspecified reasons. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was repositioned because it migrated. The pump was originally malpositioned within the scrotum, and then it migrated up the scrotum. No patient complications were reported.